Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power hazard alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 7 days (07oct22 ¿ 14oct22 per time stamp). On 11oct22 at 02:52:28 and 02:52:43, the low power hazard and power cable disconnect alarms activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~3.2v. The no external power alarm did not activate due to the voltage not dropping low enough. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6) was not returned for analysis. Additional information provided on 30nov22 stated that there was a loss of power to the house. The root cause for the reported event was determined to be a power outage per the additional information. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that there was a loss of power to the house.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review because of a backup battery fault alarm on (B)(6) 2022 and (B)(6) 2022 where the battery was exchanged. The patient also experienced a power cable disconnect/low power hazard on (B)(6) 2022 at 02:52, which was caused by the power to the mobile power unit(mpu) being briefly interrupted.